Event description:
During servicing of the autopulse platform (sn (B)(6)), the platform failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
The customer returned the autopulse platform (sn (B)(6)) to zoll for servicing a cut head restraint wire. During servicing of the device, the autopulse platform failed the load cell characterization test. The root cause of the noted failure was malfunctioning load cells. The broken covers and load cells failure were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in december 2017 and has exceeded its expected service life of 5 years. Both malfunctioning load cells were replaced to remedy the fault. During visual inspection, the customer's original reported issue of the cut head restraint wire was confirmed. The cut head restraint wire does not render the autopulse platform non-functional. Further visual inspection revealed that the platform's front and bottom enclosures were heavily scratched, cracked, and chipped at multiple locations. All the observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The autopulse system user guide instructs the users to "inspect the platform for physical damage, including cracks, tears, and missing or broken pieces. Contact zoll as needed." The top cover was replaced to address the cut head restraint wire issue. The front and bottom enclosures were replaced to remedy the other observed physical damages. The autopulse platform passed the initial functional testing without any faults or errors. During further testing, the autopulse platform successfully passed an additional run-in test using the large resuscitation test fixture (lrtf) for 6 minutes. During further testing and servicing of the platform, the load cell characterization test failed due to the malfunctioning load cells, which were replaced to remedy the fault. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).